Manufacturer narrative:
Date of the event was estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient had some accidents and she tried to make some adjustments with the patient programmer (pp), however, she was experiencing difficulty and requested a review on how to use the pp. The patient stated that when they first connected the patient received a message that indicated that the pp batteries were depleted. The patient noted that they replaced the batteries and the issue was resolved. Troubleshooting attempts were made and the pp showed stimulation was on. And was able to adjust the setting by one click. It was noted that the patient would track results since she increased the setting and would adjust as needed. There were no further symptoms or complications reported or anticipated.